Event description:
It was reported to resmed japan that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the reported device failure to complete its internal self-test. Based on previous investigations of similar complaints and all available evidence, the investigation determined that the reported event was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. This is a resubmission of supplement report due to removal/deletion of supplement report (3004604967-2016-00290 dated 4/12/17) by FDA upon creation of new initial report number (3004604967-2021-00165). Resmed reference #: (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective main circuit board (pcb). The main pcb was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. This is a resubmission of initial report (3004604967-2016-00290 dated 03/18/2016) due to FDA receipt of supplemental report without record of initial report submission in FDA¿s system. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.